Event description:
It was reported by the patient that their ¿heart monitor¿ is not working, and that at a doctor visit the device showed some ventricular tachycardia (vt). This was of concern because the patient just had surgery to fix this. No further information is available. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076, implantable pacing lead, (B)(6) 2012; a 4196, implantable pacing lead, (B)(6) 2013. (B)(4).